Event description:
Consumer reported that while using the product, it sputtered hot water on user's face. The user has not reported whether they sought medical attention. This product was recalled in november 2015 and has not been sold at (B)(6) stores since that time.